Manufacturer narrative:
(B)(4).

Event description:
The customer stated two of their coaguchek xs meters have higher results compared to a laboratory. The laboratory uses dade innovin reagent, though it was stated other reagents are also used. Data was provided for two patient samples. Patient 1: the result from both meters serial number (B)(4) was 6.0 inr. These tests were taken within five minutes of each other. The result from the laboratory was 4.0 inr. The sample was obtained within 10-15 minutes from the meter testing. Patient 2 (female, (B)(6)). On (B)(6) 2017, the result from both meters serial number (B)(4) was 4.1 inr. These tests were taken within five minutes of each other. The result from the laboratory was 2.9 inr. The sample was obtained within 10-15 minutes from the meter testing. The patient's therapeutic range was 2.0-3.0 inr. The patients' warfarin doses were not changed based on results taken on meter, but were adjusted based on laboratory results for both patients. The patients were both stable. There was no allegation of an adverse event. There was no known change in diet or medication for either patient. The suspect meter and strips were requested to be returned for investigation. The two returned meters and two return vials of strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.7 inr and 2.5 inr; donor hct: 48% and 46%. Testing results: donor 1: master lot / customer strip (vial 00191062) and meter ((B)(4)) 2.8 inr/ 2.8 inr. Donor 2: master lot / customer strip (vial 00191062) and meter ((B)(4)) 2.6 inr / 2.6 inr. Donor 1: master lot / customer strip (vial 00191202) and meter ((B)(4)) 2.8 inr / 2.8 inr. Donor 2: master lot / customer strip (vial 00191202) and meter ((B)(4)) 2.6 inr / 2.7 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification. No information was provided in the complaint case that would point to a cause for the result discrepancy or the error messages. The investigation was unable to verify the reported results in the meter memories as the date was set incorrectly on both meters. Relevant retention test strips (lot 168936-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.